Event description:
A customer reported an altitude alarm from a pump, with blood glucose levels remaining stable and without adverse impact. Technical support decided to replace the pump. The customer was instructed to put the pump into storage mode and return it using a prepaid label. No backup therapy was currently available. The customer planned to consult a healthcare provider for further guidance.